Manufacturer narrative:
.

Event description:
Additional information received from the consumer on (B)(6) 2016 reported that the patient had not yet tried to receive assistance with her implantable neurostimulator (ins). The patient stated she needed to find a new healthcare professional. The cause of the ins not working was unknown. It was noted that the patient was provided with the name of a healthcare professional within (B)(4) miles of her residence, and the patient may also look in a different area as well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator. It was reported by the patient that their device is no longer working and that their legs were in pain. The patient stated that they could feel the device "stabbing and poking" them. There was no troubleshooting, interventions, or outcome reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.